Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 270 (mg/dl). Customer changed pump supplies and administered boluses with the pump to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer typically uses their pump cartridge for up to 4 days at a time. Customer was reminded that novolog is indicated for use up to 72 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.